Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge was performed and failed due to receiver won't turn on. A receiver boot test was performed and failed due to receiver won't turn on. Functional tests were not performed due to receiver won't turn on. An internal visual inspection was performed and failed due to water damage. The receiver log was not downloaded for review due to receiver won't turn on. The allegation was confirmed. The probable cause was determined to be moisture damage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).